Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v668801, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Product ID: 3888-45, lot# v660240, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient¿s whole system was explanted on (B)(6)2020 because one of the wires broke up, it was coming out of the patient¿s skin and it got infected. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: v668801, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot#: v660240, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 02-mar-2015, UDI#: (B)(4) ; product ID: 3888-45, serial/lot #: (B)(4), ubd: 18-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that one of the ins wires had migrated through the patient's skin and was now on the outside. The patient was redirected to their healthcare provider (hcp). There were no reported complications and no further complications were expected.